Event description:
It was reported that patient came in for hickman insertion (B)(6) 2013 and had sutures removed on (B)(6) 2014. Cuff was not ingrown into tissue and nurse noticed that after the sutures were removed, the line would begin falling out.

Manufacturer narrative:
According to the notes in this file, "cuff was not ingrown into tissue and nurse noticed that after the sutures were removed, the line would begin falling out." This complaint is inconclusive. Upon receipt a small amount of residual material was observed embedded in the dacron material of the surecuff. No defects were identified with the surecuff and there is a complete bond between the dacron material and catheter tubing. Catheter dislodgement can occur due to a lack of complete tissue in growth around the surecuff. This may be due to the physiology of the patient. Proper dressing and anchoring of the catheter will help prevent dislodgement. The complaint file indicates the device had been in use for approximately 1 month prior to the complaint incident. The product instructions for use (IFU) gives graphic and descriptive information on proper dressing techniques. A lot history review (lhr) is not possible, as no manufacturing lot number information has been provided by the complainant.